Event description:
Pt had bard hickman catheter inserted on (B)(6) 2012 in operating room. Catheter is triple lumen. When nurse flushed catheter it was noted that there were small pin holes at blue lumen site. Second pin hole noted at red lumen site but no leakage at red lumen. There was fluid leakage at blue lumen when blue lumen was flushed with normal saline. Catheter had to be repaired and eventually replaced with insertion of new catheter. (B)(4). Dates of use: (B)(6) 2012. Reason for use: bone marrow transplant.